Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of post went over the lens but did not engage the lens. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens was damaged when implanted. There was patient contact and procedure was completed on the same day. Additional information was received and stated that when loading the lens, the post went over the lens but did not engage the lens. The surgeon was worried the lens may have been scratched and he wanted to open another lens. So the damage occurred during loading and there was no patient contact.